Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # (B)(6)); sigpshell, sig power sigpshell control shell, (lot # n5e1581y); unknown egia su, unknown endo gia sulu, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, during a duodenal resection, when the powered stapler was inserted into the abdominal cavity and the tissue was clamped, the connection between the powered handle and adapter detached. After reconnecting the powered handle and adapter and performing a clamp test, the device was used without any problems. As a precaution, the surgeon used a new handle and shell. There was no patient injury.